Manufacturer narrative:
The root cause of the distal type I endoleak and the aortoenteric fistula are unk. Chaar, cassius i.o., et al. "Delayed open conversions after endovascular abdominal aortic aneurysm repair." Journal of vascular surgery. In press.

Event description:
An article in the journal of vascular surgery reports a retrospective review that was conducted on all pts who underwent an open conversion after a previous evar for an aneurysm-related indication from 2001 to 2011. Before open conversion was performed, an endovascular approach was attempted first to treat pts with asymptomatic aneurysm growth and in select cases of rupture. This article describes a pt who underwent non-elective evar for a ruptured abdominal aortic aneurysm. A type ii endoleak emanating from a lumbar artery was detected on computed tomography (CT) scan at the 1-month f/u. The pt presented 5 months later with localized rupture related to a type 1b endoleak and was treated with endovascular extension of the left iliac limb. He returned 3 weeks later with sepsis secondary to an aortoenteric fistula and underwent complete explantation of an excluder endograft and reconstruction with an axillo-bifemoral bypass.